Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient experienced small ketones while using cleo® 90 infusion set. The patient's blood glucose level was not provided at the time. The report stated that the patient administered an insulin bolus to resolve their high blood glucose and small level of ketones. According to the reporter, the possible cause of the ketone level was "off label insulin use" and "possible infusion site issues." It was reported that the infusion pump frequently fell out of the "t:flip case" which resulted in a "pull" on the infusion site. According to the reporter, the next day ((B)(6) 2016) the patient experienced a high blood glucose level of 275 mg/dl. It was reported that the patient examined the infusion site and found the cannula bent. Additionally, the infusion pump alarmed for an occlusion. According to the reporter, the patient stated they would change out the infusion site and deliver the correct bolus to resolve their high blood glucose. This MFR report # 3012307300-2017-00021 is for the bent cannula. Refer to MFR report # 3012307300-2017-00020 for the detached during use.